Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any further information on the damage to the vessel or how the vessel was repaired? Did the damage to the vessel alter the procedure or patient care in any? The analysis results found that the mcs20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining 15 clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a composite resection and mandidulectomy with free flap procedure, the surgeon used three devices during the procedure that did not feed into the jaws correctly. He stated that many vessels were cut by the jaws and that no clips were applied to the vessels. There was little information regarding the procedure provided. The three devices were left in a bag for the analysis coordinator. There was no reported bleeding or unknown how the procedure was completed. No patient consequence has been reported.